Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review, the patient's right ventricular(rv) and right atrial(ra) leads exhibited noise. The noise on the rv lead was reproduced with arm motion. Both the rv and ra leads were capped and replaced on (B)(6) 2019. The patient was stable post procedure. Related manufacturer reference number: 2017865-2019-09084.